Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -5.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as patient related factor; "excessive vault due to low clr which wasn't taken in account in ocos."

Manufacturer narrative:
Claim# (B)(4).